Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery (sa) using a ruby coil. During preparation for a procedure, the pusher of the ruby coil became bent and was not used. The physician used another ruby coil to continued the procedure.